Event description:
During shift check, customer reported that the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 12" (lifeband not present). The customer replaced the lifeband but ua12 error message persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial (B)(6)) displayed user advisory "(ua) 12" (lifeband not present)," which was confirmed based on the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the platform's driveshaft because the lifeband was not properly installed, likely attributed to user error. Per the autopulse® hangtag - advisory codes description and action, user advisory 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Visual inspection of the returned autopulse platform was performed at zoll. The front, and bottom enclosures were observed cracks, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom enclosures needs to be replaced to address the issues. The archive data indicated a ua12 (lifeband not present) message on (B)(6) 2023, thus confirming the reported complaint. The ua12 message reported by the customer was not reproduced during the functional testing. Zoll waiting customer approval for service repair.